Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, arm 2 disengaged from the trocar but the surgeon was still able to control the arm; it was unclear if there was a patient injury at that time and possible fasica tearing was reported. The customer was not sure if arm 1 collided with arm 2, thereby causing arm 2 to move. The customer said that the cannula came completely off arm 2 and was not sure if the cannula release lever was stuck or depressed at the time of the event. On 27-sep-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s robotics coordinator regarding the reported event: arm 1 and arm 2 were bumping into one another due to their ¿tight quarters¿. Arm 2 disengaged with a monopolar curved scissors (mcs) instrument installed. There were no observed system errors or faults and no auto system emergency stop (e-stop) and the system did not shut down. The mcs instrument was removed. The customer was able to ¿pull the arm out¿ [arm 2], the port was reconnected, and the arm was reconnected, and the mcs instrument was reinserted. It was reported that there were no other problems, the procedure was completed as planned robotically, and the issue did not occur again. The surgeon was initially concerned that fascia could have been damaged because of the arm disengagement but that upon closer observation, it was visually confirmed by the surgeon that there was no torn fascia, there was no damage to any tissue or organ, and no medical intervention was required. On 04-oct-2021, isi obtained the following additional information from an rn da vinci coordinator who confirmed there was no fascia injury at the trocar site or an abdominal wall injury and no medical intervention was required. It was reported that two other procedures were completed thereafter, one of which was a right hemicolectomy, and there were no issues with the system.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an advanced isi failure analysis (afa) engineer and the following was observed: there were no observed events in the system logs that would suggest unintuitive motion and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: it was alleged that arm 2 completely disengaged from the trocar in the middle of a da vinci-assisted procedure but that the surgeon was still able to control the arm. The surgeon allegedly noticed fascia tissue was ¿starting to tear¿.